Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h4;h6. Product was returned and evaluated. Visual examination of the returned product identified nicks and scratches to the device from previous uses. The proximal handle end was indented. The threaded tip had deformation, bend, and gouge damage. No other damage was noted. The device had an approximate field age of 9 years. Measurements were found to be within limits. Review of the device history records identified no deviations or anomalies during manufacturing. The reported event was not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. The complaint was confirmed based on the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the inserter threads were damaged and unable to thread the cup into the handle. There is no further information available at the time of this report.